Event description:
Rn noticed that there were dark flecks on or in the needle hub section of a sterile magellan hypodermic safety needle 18 gauge 1-1/2 inches before he removed it from the package. Lot number 606071 and recommended use by date: 2020-12.